Manufacturer narrative:
The technician was unable to confirm the reported event of heating up but noted that the bearing stop had a substance on it.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating at the tip and melted the impaction bur guard. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating at the tip and melted the impaction bur guard. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.